Manufacturer narrative:
The stryker product assessment center (pac) evaluated the customer's device and was unable to duplicate the reported issue. The cause of the reported issue could not be determined. The device was retained by stryker. Section b5 of the initial medwatch report indicates: the customer contacted stryker to report that the device failed the language button test. Without appropriate language, a user would not understand the audible instructions on how to use the device properly. This may lead to defibrillation therapy being delayed or unavailable if needed. Section b5 of the initial medwatch report should indicate: during routine preventative maintenance testing by stryker, the device failed the language button test. Without appropriate language, a user would not understand the audible instructions on how to use the device properly. This may lead to defibrillation therapy being delayed or unavailable if needed. There was no patient involvement reported with the event.

Event description:
During routine preventative maintenance testing by stryker, the device failed the language button test. Without appropriate language, a user would not understand the audible instructions on how to use the device properly. This may lead to defibrillation therapy being delayed or unavailable if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The customer received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that the device failed the language button test. Without appropriate language, a user would not understand the audible instructions on how to use the device properly. This may lead to defibrillation therapy being delayed or unavailable if needed. There was no patient involvement reported with the event.